Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in customer being unable to charge the pump battery. The customer's blood glucose level was between 140-150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.